Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under sensing was noted on recorded arrhythmia episodes. This is causing inaccurate data collection and false / early terminated atrial tachycardia / atrial fibrillation (af) episodes. The right atrial (ra) lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.